Manufacturer narrative:
By the check of the dhrs, no pre-existing anomaly was found on the glenospheres placed on the market with lot# 1812447. This is the first and only complaint on this lot#. We will submit the final MDR as soon as the investigation will be concluded.

Event description:
Smr reverse revision surgery due to dislocation occurred on (B)(6) 2020. According to the available information, previous surgery took place on (B)(6) 2020 and was also a revision surgery (event never reported to lima corporate, no other information available). During the current revision surgery, a hemi prosthesis was implanted. Patient is overweight. Event happened in the USA.